Manufacturer narrative:
H3. Analysis of the extension (s/n (B)(6)) found no significant anomaly. Analysis of the extension (s/n (B)(6)) found the extension body conductor was broken less than 5 centimeters from the proximal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported due to the impedance issue it prevented the patient getting an MRI. There were currently no actions planned to resolve the low impedance.

Event description:
It was reported that high impedances were found on one extension and low impedance were found on the extension on other side. The extensions were swapped in the ipg. The impedances changed with the wires, ruling out issues with the ipg. Both extensions were replaced, resolving the high impedance issue. The low impedance was not resolved. Lead may be replaced in future but unknown for now. Patient reported falling and hitting their head which may have contributed to the impedance issues. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: activa; product ID: 3708660 (serial: (B)(6)); product type: 0191-extension; implant date: (B)(6) 2014; explant date: (B)(6) 2024. Brand name: activa; product ID: 3708660 (serial: (B)(6)); product type: 0191-extension; implant date: (B)(6) 2014; explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.